Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
The hospital medical engineer reported that "light emitting diode (led) failed" alarm sounded during pre-use check. The customer contacted product support and requested for service repair. The customer reported there was no patient involvement. The service technician replaced the power switch overlay to address the reported problem.

Manufacturer narrative:
G4:17nov2020, b4:04dec2020 . Failure analysis on the returned power switch overlay shows that the alarm (red) led detached from the trace not making contact on the power switch overlay created the alarm led failed error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.